Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust stimulation and a power on reset (por) was suspected but not confirmed. The pt rec'd a triple beep up and down on both channels. Add'l info has been requested, but was not available as of the date of this report.